Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette had leak. This event occurred during use. The home patient stated that the cassette "was crimped and appeared it would leak if used". Product surveillance spoke to the caregiver who stated that there was a cut on the patient line that is why it leaked. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
One companion sample was received for evaluation. Visual inspection was performed with no issues noted. A surface mark was observed on the patient line. Functional testing, including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported issue was verified. The direct cause of the event was determined to be manufacturing related caused by assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.